Event description:
It was reported that an alert had been generated for this system due to out-of-range intrinsic amplitudes on the atrial channel. There was one undersensed atrial signal noted at the end of a right atrial automatic threshold (raat) test. Histogram review noted poor heart rate distribution with atrial pacing at 93% and right ventricular (rv) pacing at 100%. Additional data review identified two stored signal artifact monitor (sam) events with the minute ventilation sensor disabled due to oversensing of external noise on both channels. The reported clinical observations were documented. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.